Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018 during the implantation procedure of the subject pacemaker, a tightening issue reportedly occurred. Screwing attempts were made with other screwdrivers.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6)2018, during the implantation procedure of the subject pacemaker, a tightening issue reportedly occurred. Screwing attempts were made with other screwdrivers.